Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the emergency department with chest pain after feeling a single defibrillation shock. An interrogation showed the right ventricular (rv) lead exhibited oversensing of noise resulting in false arrhythmia detections and indicated a total of 40 high-voltage shocks had been delivered. Review of the episodes showed the first 39 shocks had been delivered with less than the programmed high-voltage energy, and the last shock was delivered with the full programmed high-voltage energy. T he interrogation also showed the rv lead had triggered multiple lead integrity alerts (lias) for high rate non-sustained episodes, sensing integrity counter (sic), and pacing impedance variation starting approximately one and a half years prior, and an alert was triggered for low out of range (oor) pacing impedance as well. It was suspected that the rv lead high-voltage coil was fractured. The lead was later explanted. No further patient complications have been reported as a result of this event.